Manufacturer narrative:
Additional information provided: b.5 & h.6.

Event description:
There was no patient involvement.

Manufacturer narrative:
Correction on initial report: h.9

Event description:
It was reported that the device was damaged. There was no patient involvement.

Manufacturer narrative:
The customer report of lvp recall was confirmed during the service repair process. A review of the device history record was performed which confirmed that this device was not involved in a production failure. The proximate cause of the customer report of lvp recall was determined to be due to a bezel assembly that was determined to be affected by the lvp bezel recall. There was no reported patient involvement. The device is used for therapeutic purposes.

Manufacturer narrative:
The customer report of lvp recall was confirmed during the service investigation process. The proximate cause of the customer report of lvp recall was determined to be due to a bezel assembly that was determined to be affected by the lvp bezel recall. The proximate cause of the right and left iui, air-in-line assembly, and rear case issues were reported by service to be due to customer damage. The proximate cause of the upper transducer issue was reported by service to be due to a faulty upper pressure transducer.

Event description:
It was reported that the device was damaged.